Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. The ICD was reprogrammed. There were no patient consequences.